Event description:
New information states that the lead continued exhibited noise on (B)(6) 2016, all other values were good. No programing changes were made or intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinician that the asymptomatic patient presented with noise on the atrial lead. No other anomalies were reported. Tse discussed that the noise cannot be programmed around. No intervention is known at this time.

Event description:
New information states the noise continues with automatic mode switch on the right atrial lead. The patient is asymptomatic. No programming changes were made. The patient would be scheduled for follow up.